Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia several hours after sleep while using the ilet for approximately one month, with no reported lifestyle or meal changes and frequent unannounced small or protein-only meals. Symptoms included low blood glucose readings around 51 mg/dl, dizziness associated with a separate neurological condition, and past episodes of syncope, with recent events self-treated using oral glucose. Outcomes included self-management of lows with orange juice and intent to discuss events with a healthcare professional, without hospitalization or emergency care. Investigation included complaint intake, user education on hypoglycemia management and the importance of meal announcements for protein or small meals, and troubleshooting focused on behavior and usage patterns. Investigation of this case revealed no device alarms or malfunctions reported and suggested that unannounced meals and bedtime carbohydrate intake could contribute to late-onset hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.